Event description:
It was reported the patient had their scs ipg replaced because the ipg was inoperable. The patient last felt stimulation approximately 6 months ago. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.